Event description:
Incident involves an outpatient who came to MRI for an exam, to be performed under anesthesia. Pt was hooked up to monitoring equipment. The anesthesiologist programmed the MRI pump to give propofol during the exam, then attached the tubing to the patient to administer the medication. Patient was transferred into the MRI room and team began positioning patient for the exam. While positioning the patient, prior to beginning the exam, the 2 doctors became concerned with the patient's changing vital signs. Patient rapidly became unstable. Doctors stated patient was pulseless and to call a code blue. Doctors began chest compressions, began giving rescue breaths and life saving techniques. Eventually a pulse was re-obtained. While investigating the incident, it was identified that the MRI infusion pump administered the entire amount of propofol, instead of the programmed amount.